Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient tried a dorsal column stimulator and they suffered greatly from the severe electrical shocks they received from that device. Patient begged for the trial to be ended as soon as possible. That dorsal column stimulator was implanted for the trial period. Patient still had severe back and leg pain and were hoping to find an alternative to pills for pain relief or at least some treatment to reduce the amount of medication that the patient had to take to be able to stand the back and leg pain they had. Patient was interested in trying an intrathecal drug delivery system but the hcp did not want to try a drug delivery device in the patient. The exact date of the event was not provided. No further complications were reported/anticipated.